Manufacturer narrative:
Eval, conclusion: scale was recalibrated.

Event description:
It was reported by service report that the scale is off by (B)(6). No pt involvement or adverse consequences are reported.